Event description:
Patient with a right medtronic ICD with the sprint fidelis lead. The lead fractured prematurely, triggering inappropriate ICD shocks. Patient received lead revision and had post op bleeding which required a pocket revision.